Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the right atrial (ra) lead revealed ra lead dislodgement. Failure to sense was also noted on the ra lead. The ra lead dislodgement was confirmed with x-ray imaging. The ra lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.